Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self test on (B)(6) 2010 for a low battery. The fail seems to have gone unnoticed as the next event is (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is evidence that during the self test fails the recorded temp is below freezing indicating the device is not being adequately stored and exposed to adverse environmental conditions which are known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.